Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system extension tube was broken. The following information was provided by the initial reporter, translated from (B)(6) to english: "the extension tube near the junction part was broken"

Manufacturer narrative:
H6. Investigation: a device history review was conducted for lot number 0055016. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, based on the photograph provided by your facility our engineers were able to trace the root cause for this event to the metal fastener responsible for securing the extension tubing to the adapter body. The assembly of this component is dependent on manual process and variations in the quality of the component are greatly affected by the manufacturing personnel. Retain sample test for extension tubing & luer adapter separate force, no abnormality found.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system extension tube was broken. The following information was provided by the initial reporter, translated from (B)(6) to english: "the extension tube near the junction part was broken."